Event description:
It is reported that the device was implanted in 2004 and revised in 2009 due to pain, and loosening of the tibial component.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. The patient's age, height, weight, and activity level are unknown. The patient was revised due to the tibial component being loose. Some possible causes that can contribute to tibial component loosening can be, but are not limited to: proper bone preparation, proper cement preparation, and application. Trauma events or activity levels can also be a factor. Based on the available information a definitive cause can not be determined for the tibial component loosening. H6: evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.